Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via an 8f sheath hole prior to an electrophysiology (ep) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the second prostyle device was attempted to be deployed, a cuff miss [suture retrieval issue] occurred. The suture of a third prostyle device was successfully pre-placed. The sheath size remained 8f and the ep procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.